Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 16 to 25 mg/dl at the time of the incident. The customer was at 260 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The clock on the insulin pump was showing the incorrect time. The customer had also received a pump error on (B)(6) 2018. Troubleshooting was not completed and the customer will monitor the pump. The customer has been in the hospital 6 times due to lows. The customer was using a competitor's sensor system and was having sensor glucose versus blood glucose differences. The customer was using a different type of insulin when they were having the lows. The customer had a high of 400 mg/dl and used manual injections to treat. The insulin pump will not be returned for analysis.